Manufacturer narrative:
The event occurred approximately a week prior to the report date (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one link catheter extension set disconnected from the patient¿s catheter. This event occurred during patient infusion while a power injector was in use. The medication being infused was unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.